Event description:
It was reported the pipeline was not fully opened during deployment and a balloon was required to open the pipeline. No pt injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).